Manufacturer narrative:
Results from the product history and batch records review indicated the product met release criteria. There have been no similar reports in the lot. The device was returned for evaluation. Device evaluation is in progress. Additional information has been requested.

Event description:
The surgeon reported the intraocular lens (iol) was the wrong diopter. He reported the patient had 4 degrees of hypermetropia following iol implant surgery. This iol was reportedly explanted and replaced with the same model and diopter with a successful patient outcome. Additional information has been requested.